Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted. At the 45 day transesophageal echocardiography (tee) follow up appointment that took place 50 days post index procedure, the closure device was noted to have shifted in the laa, and was close to embolizing. Two days following the tee follow up appointment, the 31mm closure device was removed from the patient and a 24mm closure device was implanted successfully. No further patient complications were reported.

Manufacturer narrative:
B5: describe event or problem - updated with information surrounding the event. H6: impact codes- removed device explantation code since the device was removed with a snare.

Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted. At the 45 day transesophageal echocardiography (tee) follow up appointment that took place 50 days post index procedure, the closure device was noted to have shifted in the laa, and was close to embolizing. Two days following the tee follow up appointment, the 31mm closure device was removed from the patient and a 24mm closure device was implanted successfully. No further patient complications were reported. It was further reported that the 31mm closure device was barely in contact with the laa following the shift and in a very proximal position. The closure device was protruding into the left atrium. The closure device was retrieved via a snare. The 24mm closure device that was implanted successfully was also a watchman flx pro laa closure device. The patient was doing well following the event and was discharged home the following day.

Manufacturer narrative:
B5: describe event or problem updated with information surrounding the event. H6: device codes added a code associated with the 4mm leak.

Event description:
It was reported that a closure device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted. At the 45 day transesophageal echocardiography (tee) follow up appointment that took place 50 days post index procedure, the closure device was noted to have shifted in the laa, and was close to embolizing. Two days following the tee follow up appointment, the 31mm closure device was removed from the patient and a 24mm closure device was implanted successfully. No further patient complications were reported. It was further reported that the 31mm closure device was barely in contact with the laa following the shift and in a very proximal position. The closure device was protruding into the left atrium. The closure device was retrieved via a snare. The 24mm closure device that was implanted successfully was also a watchman flx pro laa closure device. The patient was doing well following the event and was discharged home the following day. It was further reported that a 4.0mm residual leak was seen around the closure device.